Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient that after the catheter was placed into the bladder, it was impossible to fill the balloon. A spot in the catheter, just after the suprapubic fistel, fills with liquid instead of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 2 unopened biocath foley catheters in the original unit packaging. Per the visual inspection, the exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event. During functional testing, the catheter was able to inflate and deflate without difficulty. The sample was tested using a lab syringe. The balloon was inflated with 10cc of water using normal fill technique and the balloon inflated without difficulty in 15sec and 16sec. The inflation funnel did not balloon out during inflation. The balloon was deflated and re-inflated again, with quick fill technique. The balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The dimensional evaluation results were as follows: sample # 1: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 8/32¿, eye snip distance from proximal cuff 8/32¿, rubberize thickness 10 thou, reinforcement 202 thou, inflation funnel thickness 52 thou, balloon thickness (average) 25 thou, inflation lumen coverage 14 thou. Sample # 2: eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 7/32¿, eye snip distance from proximal cuff 11/32¿, rubberize thickness 10 thou, reinforcement 206 thou, inflation funnel thickness 52 thou, balloon thickness (average) 28 thou, inflation lumen coverage 14 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.